Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08124. This report is related to previously reported complaint of high capture threshold, MFR number 2017865-2011-05513. New information received on (B)(6) 2019 indicating that the right ventricular lead that was previously capped also exhibited fracture. The patient presented on (B)(6) 2019 for procedure. The previously capped lead and the current active lead were both explanted and replaced. The patient was stable throughout the procedure.